Event description:
A user facility noticed a split in the airway tube of this lma after removing it from the pt's mouth. There was no pt injury or problems. The mask has been rec'd at lma north america and will be forwarded to the MFR for evaluation.